Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, a review of service history, a search for similar complaints, and a review of labeling. The charring observed on the outer reagent carousel motor cable (left back cable harness) was limited to the connector area and did not spread to other parts of the instrument. Review of the instrument service history did not identify any other issues that may have contributed to the current event. Tracking and trending did not identify an adverse trend for the cable harness and the review did not identify a similar issue as described in this ticket nor any adverse trends of the architect i2000sr. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74, was identified.

Manufacturer narrative:
The date documented in 1628664-2017-00299-01 was incorrectly documented as (B)(6) 2017. The date should have been documented in as (B)(6) 2017. This report is being filed to correct this date.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
An abbott field service engineer (fse) identified charring on the motor cable of the outer reagent carousel motor while trouble shooting the analyzer after the customer had generated error code 5900, step loss detected on the outer reagent carousel motor. The fse replaced the cable. No injuries have been reported. There was no adverse impact to patient management reported.